Event description:
I purchased a new twin pack of clear care hydrogen peroxide triple action contact solution on wednesday, (B)(6) 2017. I first used it wednesday night and it bubbled much more vigorously than it usually does. On thursday morning, I removed the contacts from the case one at a time, rinsed them with my saline solution, and placed each in my eyes. I did not experience any eye irritation, but I felt a burning on the outside of my left little finger and saw that it had turned whiter where it was burning. I washed my hands with soap and water and thought that some of the hydrogen peroxide must have gotten on the outside of the case and that's how I got it on my finger. I next placed my contact in the case provided with the contact solution on thursday, (B)(6) 2017 at approximately 23:00. It again bubbled much more vigorously than is typical (I have used this solution for approximately 7 years). I removed the left contact from the case on (B)(6) 2017 at approximately 07:00, rinsed it twice with my saline solution, and placed it in my left eye. I immediately felt a sharp stinging and burning sensation in my left eye. I removed the contact, flushed my eye with a new, sealed bottle of drinking water that was nearby, then continued to flush my eye with my saline solution. I flushed my eye for approximately 15 minutes. The burning lessened with flushing, but the eye remains red and irritated. I had some subtle double vision immediately after this, but approximately 2 hours later my vision seems unimpaired. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Is the product over-the-counter: yes.